Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the 2nd day of wearing the adc device and being unable to obtain readings. Customer further reported experiencing a loss of consciousness and was unable to self-treat. Customer received third-party intervention by his friends who provided a sweet drink for treatment and obtained a blood glucose reading of 1.2mmol/l on an unspecified meter. No further information was provided. There was no report of death or permanent impairment associated with this event.